Event description:
It was reported that a patient underwent a full system explant due to infection following surgery. Device history record was reviewed for both the generator and the lead. Both devices were sterilized prior to distribution, and no unresolved nonconformances were identified prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.